Manufacturer narrative:
Other relevant devices are: catalogue # enlw1616c82e, serial # (B)(4), ubd: 2014-02-13, upn: (B)(4). Catalogue # enlw1616c82e, serial # (B)(4), ubd: 2014-04-18, upn: (B)(4). Catalogue # etlw1616c93e, serial # (B)(4), ubd: 2014-06-05, upn: (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician wanted to do another follow up exam after a regular annual ultrasound. The patient was not sure of the exam/procedure that needed to be done but stated the physician mentioned something about gluing. The physician confirmed that an ultrasound revealed an irregularity in the blood flow but no endoleak was observed. The ultrasound showed that the aneurysm sac shrank from 53 mm in diameter to 41 mm in diameter. The cause of the event was unknown and the physician elected to schedule the patient for a future angiogram on an unknown date. No additional clinical sequelae were reported and the patient will be monitored by their physician.